Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at the first fitting on (B)(6) 2012 the pt showed fine reaction. In july, at a follow-up appointment, the child doesn't react anymore. There is no accident or trauma known.